Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. Based on imaging, the physician determined that an implant of an iliac extender component (pll161207) would not extend distally sufficiently, and an implant of a contralateral leg component (plc121000) would extend too far distally and cover the right internal iliac artery. Based on this information, the physician determined to implant the plc121000, which resulted in covering the right internal iliac artery. The physician attempted to adjust the position of the plc121000 by using a balloon to push the distal end of the contralateral leg component proximally, but this was not successful. The procedure was completed with the right internal iliac artery being covered. The patient tolerated the procedure.